Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: on the day prior to the index procedure, the patient received a loading dose of 300 mg of aspirin. Prior to the index procedure, heparin or another anticoagulant was given and the patient was not under a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Subsequent deployment of a 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with complete re-sheathing of valve in the delivery system catheter and deployment into more accurate position within the aortic annulus. Post procedure event summary: on the same day of index procedure, post procedure, the patient developed lbbb. No diagnostics tests were performed, and no action was taken to treat the event. At the time of reporting the event was considered not recovered. Four days post index procedure, the patient was discharged on unknown anticoagulants.